Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Advised the facility that if they do not exit from the anotation screen, prior to power down, they can have lost images. This specific mode can not be addressed until revised software is made available. The system was found to be functioning as currently designed and placed back into service.

Event description:
It was reported that the 9800 system lost some images after moving the workstation to another room and rebooting. No patient injury was reported.